Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the attempt to implant this left ventricular (lv) lead, the patient's coronary sinus dissected. The lv port of the device was plugged. The patient was subsequently seen for lv lead placement at a later date. There were no additional adverse patient effects reported.